Event description:
On august 1, 2006, the lay-user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the patient on august 4, 2006, to obtain/verify information. The mas also listened to the call between the pt and the customer care advocate (cca). In 2006, the pt obtained a dinnertime reading of "150 mg/dl" on the reported meter and did not require or take any sliding-scale insulin. The next day, the patient obtained a breakfast-time reading of "434 mg/dl" at 7:30 am. Due to elevated result, the pt decided to call his doctor. The patient took 12 units of sliding-scale "humulin" insulin per the advice from the doctor. At 12:00 pm the same day, the pt retested and obtained a reading of over "380 mg/dl". Based on the pt's sliding-scale insulin regimen, he took 10 more units of insulin. At 4:00 pm, the pt retested, got a result of "419 mg/dl," but did not attempt to treat himself. At that point, he had developed symptoms of weakness, blurred vision, confusion, and nervousness. The pt's wife then took him to an emergency room where a result of "43 mg/dl" was obtained by 4:30 pm using an unidentified device. The pt was given food and an injection to raise his blood glucose. His symptoms were relieved immediately after receiving the treatment. The pt was in the hospital for about 3 hours before being discharged. The pt did not have control solution to check the meter during troubleshooting with the cca. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reported blood glucose results of "419 mg/dl" with a lifescan meter and "43 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient's symptoms, treatment, and hospital device reading of "43 mg/dl" did not correlate with reported meter's result of "419 mg/dl". The pt developed symptoms, obtained a relatively low reading in an ER, and required glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.